Event description:
It was reported that bd the following information was provided by the initial reporter translated from french to english: date of occurrence: on (B)(6) 2024. Placement of a 22g catheter in a patient undergoing cataract surgery right eye. Unable to screw the anti-reflux valve onto the catheter. Problem already observed with the same device. Change of catheter, material kept supplier informed has there been an impact on the patient (serious injury, medical intervention, change in treatment necessary)? Change of catheter but no other impact.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one q-syte and one catheter assembly of a 22 g x 1.00 in insyte autoguard device. The catheter was from lot number 4162539 and the q-syte connector from lot number 3312313. Investigation was conducted on both the catheter and the q-syte connector. No defect was observed on the q-syte though the catheter has some damage to the threads on the blue catheter adapter. The damage observed is likely to affect the threaded connection when attaching the connector to the catheter adapter. Your reported issue was confirmed and determined to be manufacturing related. During manufacturing, damage to the outside of the adapter may occur in zones that an adapter luer encounters equipment. Misalignments of the adapter relative to the equipment may also cause this damage. Alignments are performed when they are determined to be necessary during set up or production. Inspection for damage to the adapter is performed by operators per the sampling plan. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified